Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log and while testing the iabp, found that the unit had defective parts. To fix the issues, the fse replaced the exch pcb,solenoid driver, assy and the safety disk,english. It was also found that the system was due for kit 5000 hr prevent maint . The fse tested the unit for 2 hours without any issues. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that prior to use, the cs300 intra aortic balloon pump (iabp) unit displayed a autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(Medical device - problem code, component codes), h10 (remove - a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log and while testing the iabp, found that the unit had defective parts. To fix the issues, the fse replaced the exch pcb,solenoid driver, assy and the safety disk,english. It was also found that the system was due for kit 5000 hr prevent maint . The fse tested the unit for 2 hours without any issues. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.) A getinge field service engineer (fse) was dispatched to investigate, the fse checked and found that the unit needs replacement of 5000 hours preventive maintenance kit and safety disk. To fix the issue, the fse replaced the defective parts safety disk and 5000hr kit under customer purchased parts category. The unit was then returned to the customer and cleared for clinical use.